Manufacturer narrative:
Reported event: an event regarding disassociation and wear of an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to head and stem disassociation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.

Event description:
As reported: "pt. Presented with a dislocated [right] hip following failure of an accolade-tmzf trunnion (40mm lfit head). Dr. Opted to revise the damaged stem to an rmod construct with 36mm biolox head -2.5mm. The original trident shell was left in-situ, original x3 ¿f¿ 40mm insert was revised to an x3 ¿f¿ 36mm insert. Explanted items were identified clinically, no further info available, original surgery done ¿about 10 years ago." Spoke to rep. Due to wear of the trunnion, the head was off-axis and was half-dislocated from the liner. Surgeon reported no liner wear or damage.